Event description:
The unit allegedly would not drain into the second chamber and fluid would then back up towards the pt. The customer has thrown the units away because they were contaminated, however they will be returning some unused units from the same lot. The unit was replaced without issue. There was no pt injury reported. The sales rep reported that the account has not utilized autotransfusion for two years.